Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer noted the calibration and qc have been fine. The field service engineer found the vacuum seal was reduced at the rinsing mechanism. They checked and aligned the tubing and flushed the vacuum valves and tubing. Operational and mechanical checks were performed and with acceptable results. No further issues were reported after the service visit. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Event description:
The initial reporter complained of questionable crej2 creatinine jaffé gen.2 results for 4 patient samples on a cobas 6000 c (501) module analyzer. Patient ID: (B)(6): the initial result was 8.9 mg/dl, and the repeat results were 71.2 mg/dl, 70.6 mg/dl, 69.1 mg/dl the initial result was reported outside the laboratory and a doctor questioned the result which prompted a rerun of the sample and additional patient samples. Patient ID: (B)(6): the initial result was 8.5 mg/dl, on (B)(6) 2021 the repeat result was 148.6 mg/dl, and on (B)(6) 2021 the repeat result was 153.2 mg/dl. Patient ID: (B)(6): the initial result was 11 mg/dl, on (B)(6) 2021 the repeat result was 58.7 mg/dl, and on (B)(6) 2021 the repeat result was 58.4 mg/dl. Patient ID: (B)(6): the initial result was 11.6 mg/dl, on (B)(6) 2021 the repeat result was 57.3 mg/dl, and on (B)(6) 2021 the repeat result was 60.6 mg/dl. All results were reported outside the laboratory. The repeat results were believed to be correct. The reagent lot number and expiration date were asked for but not provided.